Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that cannula was missing. Blood glucose was unknown. Troubleshooting was performed. Customer reported that he was unsure if the sensor cannula was still in the body. The product will be returned for analysis.